Manufacturer narrative:
The cartridge involved with this complaint has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time. Animas has performed testing on cartridge lot # b201576 and they were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The pt reportedly had insulin leaking from her cartridges. The animas rep noted that the lot b201576 is part of a recall. The pt reportedly had symptoms of nausea and headache and had elevated blood glucose levels (250 mg/dl). There were no reports of any medical intervention as a result of the reported issue. This complaint is being reported because the pt allegedly developed symptoms with elevated blood glucose levels as a result of the reported cartridge issue.